Manufacturer narrative:
On 23-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air aspiration into the sheath occurred. It was reported the physician recognized a lot of bubbles during aspiration of the sheath. Prior to mapping and after mapping before starting ablation. Physician performed aspiration to eliminate bubbles and ultimately the physician needed to replace the sheath. No patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air aspiration into the sheath occurred. It was reported the physician recognized a lot of bubbles during aspiration of the sheath. Prior to mapping and after mapping before starting ablation. Physician performed aspiration to eliminate bubbles and ultimately the physician needed to replace the sheath. No patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubbles or air were observed. During product evaluation the lot number was verified to be 50000156. As such, a device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).